Event description:
During a surgical procedure while using a pk button, electrode and working element (reported separately) a flash of light was seen and the patient jumped, as the surgeon looked down he saw the tip of the electrode was burnt. Also noticed the cable was melted. No harm to the patient was reported.

Manufacturer narrative:
Visual examination of the working element finds a small amount of charring/carbon deposits on the inside of the actuator block coincident to the area where the cord attaches to the electrode. All other functions of the unit are working as intended. The charring/carbon deposits on the actuator block and electrode were likely caused by an incomplete assembly of the electrode to the cord. With the cord and electrode not being returned the root cause is unknown.